Event description:
Medtronic received information through a literature article. Medtronic received information that the patient ((B)(6) male) had a previously implanted bioprosthetic valve, implanted for an unknown duration, explanted due to progressive pulmonary stenosis and pulmonary regurgitation. The patient had the transcatheter bioprosthetic valve successfully implanted.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the implant and explant date for this valve is unknown. No device history review can be completed due to no available serial number. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.